Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). It was reported that the ins would last two days then die. When the patient does to charge she would only get 10-15 minutes into recharging and it overheats. The patient got a persistent thermometer icon. The patient also had these recharging problems, but the replacement recharger antenna received in (B)(6) 2016 overheated twice as fast. It was noted that the patient charged under blankets/pillows or near an ambient heat source. The patient could not recharge in a well ventilated area because she had to lie on the device and was in a hospital bed. The patient could never get the thing to charge at all before she lost 50 pounds and then had to lie on it shoved up against her back for years. The patient had the belt and everything but it always worked best for her to tuck it between her and the bed. The patient was supposed to get her battery changed out to a non-rechargeable battery on (B)(6) 2016, but was not able to because she was admitted to the hospital and was undergoing chemotherapy and a whole bunch of other stuff. The patient requested assistance from a manufacturer representative (rep) with recharging. The patient was to follow-up with a healthcare professional and ask someone from the hospital to call the manufacturer to page a rep. No symptoms were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.